Event description:
According to the distributor's report, the device was used to close a hernia repair incision on a young male. The physican did not use subcutaneous sutures, and did not allow the adhesive to dry between layers. The patient was sent home without instuctions on woud care. Two to three days later, the patient returned due to dehiscence. Local anesthesia was administered and the incision was closed with sutures. In follow-up investigation, it was reported that the pt had soaked the incision during bathing. The patient is reported doing fine.